Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.correction to d(4): sequence number changed from unavailable to (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is bulging. It was also reported that the pdm is not holding charge. The pdm is warm to the touch.